Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of fatal peritonitis coincident with dianeal pd2 1.5% ultrabag therapy. Dianeal therapy was ongoing until the time of death. On (B)(6) 2012, the patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with reflin (1gm) and fortum (1gm), (frequencies and routes not reported). On an unreported date, the patient experienced cardiac disease and multiple organ disease (onset date not reported). On (B)(6) 2012, the patient died due to the peritonitis, cardiac disease, and multiple organ disease. It was not reported if an autopsy was performed. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The reported problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.